Event description:
A customer contacted beckman coulter, inc. (Bci) regarding an erroneously elevated troponin (accu tni) result that was generated by the unicel dxi 800 access. Immunoassay system for a single pt sample. Four (4) samples were collected from a pt and tested for accu tni in 2008: an initial accu tni result was 0.02ng/ml. A 2nd sample gave a result of 1.36ng/ml. Accu tni result from a 3rd specimen was 0.02ng/ml. All 3 results were reported out of the lab. The customer re-tested the 2nd sample and repeated result was 0.02ng/ml. A corrected report was submitted. The 4th sample gave a result of 0.03ng/ml and was reported out of the lab. The 2nd specimen was re-tested once more and repeated result was 0.03ng/ml. There have been no reports of death, injury, or change to pt treatment attributed to this event.

Manufacturer narrative:
Qc performed before the event was in range. A system check conducted on 01/30/08 was within specifications. No errors were posted to the event log. The specimen was a serum type, collected in a sarstedt monovette tube with a gel separator. Based on avail info, customer does not process the collection tubes per starstedt product insert. The collection tubes are loaded directly onto the dxi analyzer and the samples are aspirated from the collection tubes. Sarstedt monovette collection tubes are not validated for use on the dxi system. Per customer, they have been using sarstedt collection tubes on the dxi analyzer for approx two years and have not had this problem before. A field service engineer (fse) was dispatched to the customer's lab. The fse inspected the instrument and did not find any hardware issues that may have contributed to this event. All verification testing passed within specifications. The fse re-educated the customer about using the proper tube and rack combinations. Although customer using unvalidated tubes on the dxi instrument may have contributed to this event, a clear root cause cannot be determined. A malfunction will be assumed for the purpose of this report.